Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the while preparing to place the foley catheter registered nurse inflated the balloon prior to insertion on two consecutive foley catheter kits and neither balloon could be deflated. On the third catheter kit, the balloon was successfully inflated and deflated.